Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the jaw was partially missing. The manufacturing record was reviewed with no irregularities. Currently osmc is investigating the device. So, the exact cause of the reported event could not be conclusively determined. If additional information becomes available or if the device investigation is finished at a later time, this report will be supplemented.

Event description:
The subject device was used during an open sigmoidectomy. The jaw was detached from the hinge of the grasping section. No fragment fell off inside the patient. The procedure was completed with another thunderbeat device. There was no patient injury reported. Olympus medical systems corp. (Omsc) received device. And as a result of omsc's investigation, it was found that the jaw was partially missing on (B)(6) 2016. Omsc tried to get additional information. As a result, omsc found that the jaw was missing during the procedure on (B)(6) 2016. There was no information of the place where the missing part of the jaw fell off, but it was reported that no fragment was not inside the patient.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00524 to provide additional information based on the evaluation of the device. Olympus medical systems corp (omsc) performed the additional evaluations. Omsc investigated the broken surface. As a result of the investigation, omsc found that there was no scratch around the broken surface, and there was no condition of ductile fracture or brittle fracture at the broken surface. Omsc requested the supplier of the jaw part to investigate the failure of production. As a result of the supplier investigation, the broken point was not influenced by the manufacturing parameters. Omsc tried to reproduce the phenomenon, but the phenomenon wasn't reproduced. Omsc couldn't reproduce the phenomenon and the exact cause of the reported event could not be conclusively determined. The instruction manual of the subject device already states. Warnings: should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, ptfe pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the ptfe pad, and the grasping section.